Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient vision was not clear and worsening. Clinical reason was subluxated iol. An attempt was made to reposition but the lens would not stay in place. The iol was exchanged for another lens model 14 days following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).